Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a 1003 code indicative to voltage too low for remaining capacity. Data analysis was sent to boston scientific technical services (ts) and a recommended safe replacement interval was calculated. This ICD was successfully replaced. No additional adverse patient effects were reported. Device was received for analysis.